Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. T wave oversensing on the right ventricular (rv) lead and undersensing on the right atrial (ra) lead were noted. Both leads remain in use. No further patient complications have been reported as a result of this event.